Event description:
It was reported that the customer had a motor error alarm. The customer blood glucose level was 124 mg/dl. Customer states they do not uses the sensor feature one the pump and able to complete a set rewind. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports the insulin pump passed the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor error alarms noted. However, the insulin pump was received with slightly loose drive support disk, cracked reservoir tube lip, belt clip slot and battery tube threads. Also minor scratches on display window.